Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The onset of peritonitis began while the patient was hospitalized for an unrelated indication. The cause of peritonitis was not reported. Treatment for the event was not reported. Dianeal and extraneal viaflex therapies were ongoing. The patient was discharged approximately two weeks after hospitalization and had not recovered from the peritonitis event. No additional information is available.